Manufacturer narrative:
Approximate age of device: 9 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the patient returned to the operating room on (B)(6) 2019 for an exploratory lap which found an ischemic bowel. However, no bowel resection was performed. It was later reported that the patient expired due to cardiogenic shock. The device was not explanted for evaluation.

Manufacturer narrative:
Section b2: additional information manufacturer's investigation conclusion: a direct correlation between the patient¿s expiration and mlp-011207 cannot be conclusively determined. It was reported that the patient was implanted with the heartmate 3 lvas, serial number (B)(4), on (B)(6) 2019. On (B)(6) 2019 the patient returned to the operating room for an exploratory lap. An ischemic bowel was found during the evaluation, but no bowel resection was performed. The patient later expired due to cardiogenic shock. No device related issues were reported in association with the event and the heartmate 3 lvas, serial number (B)(4), was not explanted for evaluation. The heartmate 3 lvas instructions for use lists death as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.